Manufacturer narrative:
Plant investigation: the reported problem of a blank lcd display was confirmed during the investigation of the returned 2008t display assembly. The 2008t display was received with a loose status light, unknown substances on the screen, bottom, and backside of the assembly, and burn damage to transformer t2 of the dc-ac inverter board. A test machine powered on with the returned 2008t display assembly installed, though the screen was blank. The observed damage to transformer t2 of the dc-ac inverter board will cause the screen to be blank. The part number for the 2008t display assembly is 190844, with a current revision of c. Revision c of 190844 does not have a dc-ac inverter board for the 2008t display assembly. Revision c became effective 4/28/2015. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility reported to technical support that a 2008t machine blank lcd display on power up. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. A returned inverter board was inspected and was found to have electrical burn damage to transformer t2, which was the cause of the blank screen.